Event description:
Per the clinic, the patient was hospitalized for several days starting on (B)(6) 2024, (specific duration not reported) due to persistent dizziness and possible cerebrospinal fluid leakage following the implantation surgery. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was also reported that the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery. The device analysis report attached.